Event description:
It was reported that the pacing impedance on the right atrial (ra) lead was increased. No intervention has been performed and the patient was stable and will continue to be monitored.